Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level over 600 mg/dl. The customer¿s blood glucose level were 529 mg/dl, 592 mg/dl and 512 mg/dl. The customer was treated with 25 units of injection. The customer declined to troubleshoot for the high blood glucose level. The advised to change pump. The advised to return the set for analysis. The insulin pump will not be returned for analysis.